Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that the device was programmed to deliver vecuronium at a rate of 11.6 ml/hr in the ICU care area, and the pump alarmed for a system error 322. The nurse stated that the pump was replaced and the infusion was continued. There was no pt injury reported.